Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported patient underwent a meniscal repair procedure on (B)(6) 2014. During the procedure, the marxmen curved device did not fully deploy the suture anchor causing the device to disable. A new device was utilized to complete the procedure.